Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined at this time. The instruction manual warns users, "do not insert the instrument into the endoscope if the stopper is not attached to the tube sheath between the tube joint and control section. Otherwise, the clip will extend from the tube sheath. It may also cause the insertion portion of the instrument to extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument." If additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that a patient underwent a therapeutic colonoscopy screening procedure. During the procedure, the physician was advancing the clip as it came out of the sheath to resolve a post polypectomy bleed when the spring and the clip arms broke off and fell inside the patient. The clip housing remained on the device. The device fragments were retrieved from the patient using forceps. The physician attempted to deploy a second clip several times; however, the firing mechanism would not work and the clip did not deploy. It was reported that the clip fell inside the patient and was not retrieved as it is expected to pass naturally. The physician deployed a third clip from a competitor and achieved hemostasis. The intended procedure was successfully completed. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The evaluation found the clip to be missing. Functional test found no signs of damages/kinks/dents with the coil sheath, tube sheath and yellow tube joint. The slider movement on the handle side is normal while at the same time the tube sheath and coil sheath were coiled with no signs of restriction on the slider movement. The exact cause of the reported complaint could not be determined as there were no abnormalities with the device.